Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient was stable.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient was stable.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. B3: approximated based on the date the manufacturer became aware of the event.